Manufacturer narrative:
Add'l info.

Event description:
Additional information received indicated that the event was considered recovered/resolved with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate posterior, the patient experienced expected postoperative pelvic pain at all the incision areas. Percocet and ibuprofen were administered on (B)(6) 2015. The event was considered recovering/resolving (adverse event is improving). There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2015-00112.